Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after implant, the right ventricular (rv) lead was observed with consistent t-wave oversensing (twos) post ventricular pace. It was indicated that reprogramming will be performed to resolve the issue. The lead remains in use. No patient complications were reported as a result of this event.